Manufacturer narrative:
The valve was explanted at autopsy, following tricuspid stenosis, regurgitation and patient death. Morphological examination found white tissue had encroached onto 2 cusps on the inflow and circumferentially on the outflow surface. This white tissue straddled commissures at all three stent posts and pinned all three leaflets, which were folded. This created incomplete coaptation and immobile cusps. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The root cause of the tissue and resulting cuspal immobility could not be conclusively determined; however, the patient had a medical history including cardiac sarcoidosis, a chronic disease where inflammatory cells form granulomas. Information from the field indicated that the physician assumed that the cause of death was due to myocardial failure rather than valvular disease. Please note, as this was implanted in the tricuspid position, per the instructions for use artmt100039413, rev. B, safety and effectiveness of the abbott stented porcine tissue valves have not been established for "patients requiring pulmonic or tricuspid valve replacement."

Event description:
On an unknown date in 2011, a mitral valvuloplasty (mvp) and tricuspid valvuloplasty (tvp) were performed in the patient with cardiac sarcoidosis for the surgical treatment of cardiac failure, mitral regurgitation (mr) and tricuspid regurgitation (tr). Simultaneously a cardiac resynchronization therapy defibrillator (crt-d) was implanted. On (B)(6) 2015, the patient required a double valve replacement due to recurrence of regurgitation. At that time a 27mm epic valve (180159284) was implanted in the mitral position and a 27mm epic valve (180173972) was implanted in the tricuspid position. Approximately 2 years after implantation, tricuspid stenosis and regurgitation (tsr) appeared. There were no observed findings on the mitral valve. The patient condition deteriorated and on (B)(6) 2018, the patient expired due to cardiac failure. The tricuspid epic valve was explanted at autopsy. The physician assumed that the cause of the death was myocardial failure rather than valvular disease due to underlying disease.

Event description:
On an unknown date, a mitral valvuloplasty (mvp) and tricuspid valvuloplasty (tvp) were performed in the patient with cardiac sarcoidosis for the surgical treatment of cardiac failure, mitral regurgitation (mr) and tricuspid regurgitation (tr). Simultaneously a cardiac resynchronization therapy defibrillator (crt-d) was implanted. At an unknown point the patient required a double valve replacement due to recurrence of regurgitation. At that time a 27 mm epic valve (unknown serial number) was implanted in the mitral position and a 27 mm epic valve (unknown serial number) was implanted in the tricuspid position. Approximately 2 years after implantation, tricuspid stenosis and regurgitation (tsr) appeared. There were no observed findings on the mitral valve. The patient condition deteriorated and at an unknown point in time, the patient expired due to cardiac failure. The tricuspid epic valve was explanted at autopsy. The physician assumed that the cause of the death was myocardial failure rather than valvular disease due to underlying disease. Additional information including the serial number, the implant date of this valve, the date of the patient's death and the patient's specific information has been requested.